Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was in a valid radio frequency (rf) overuse condition. A boston scientific technical services consultant informed the caller that frequent alerts could be contributing to the overuse condition. A review of the device data identified frequent alerts were being generated due to non-sustained chronic atrial fibrillation (af) with rapid ventricular rate (rvr). The consultant stated that chronic high atrial rates can cause an increase in power consumption. The patient was taken off the antiarrhythmic medication and programming options were discussed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to update the investigation conclusion code.